Event description:
It was reported by the customer that when an energy level on the device is selected, it never reaches the selected charge. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control advised the customer to monitor the dump resistor on the transfer relay assembly. Also, if he attempts to charge up to a specific value, such as 100 joules, and the resistor appears to get hot, the dump relay on the transfer relay assembly would probably need to be replaced. Physio-control then provided the biomed with the part number and pricing for the replacement part. The customer later confirmed that due to the age of the device, as well as the costs associated with the repair, they have elected to retire the unit. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.